Event description:
During use in ankle surgery, the tip of the 2.5mm suction punch became separated from the body of the punch. The piece was located via x-ray and unsccessfully removed two days after the initial surgery. No further pt injury or complications were reported.